Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was 'flipping through different display pages' without customer interaction. Customer¿s blood glucose level was not impacted. Reportedly, customer continued to use the pump for insulin therapy.